Event description:
Customer alleges discrepant results with meter: date: (B)(6) 2011, meter# (B)(4) inratio: 5.6, meter# (B)(4) inratio: 3.9. Pt's target therapeutic range is 2.0-3.0.

Manufacturer narrative:
Inratio precision data provided by end-user: date: (B)(6) 2011, 1st inr: 5.6, 2nd inr: 3.9, mean: 4.75, sd: 1.20, %cv: 25.31. Since % cv is more than 20%, the test failed the criteria for precision. Additional investigation is required. Recent test conducted on lot 257067 on 10/21/2011 met accuracy and precision criteria. Test results are as follows: donor 117 = 2.1, 2.5, 1.9 inr; donor 118 = 2.4, 2.5, 2.3 inr. At least two out three replicates are within the allowable bias (+ or -1.0) of reference results for donor 117 (2.05 inr) and donor 118 (2.18 inr), respectively. In-house test results have 14.10% and 4.17%, respectively for each donor and are less than 16% cv. No further investigation will be pursued at this time. Analysis of the client's data from repeated inratio tests revealed that test results comparison did not meet precision criteria. Root cause could not be determined with the information customer provided. No product was expected to be returned. Retained strip test results comparison met accuracy and precision criteria. (B)(4). This failure mode will continue to be monitored. No corrective action required at this time as no product deficiency was established. The same information has been reported on MDR# 2027969-2011-02253 for the other meter reported in this case with serial number (B)(4).